Event description:
During a selective angiography, the catheter kinked and got stuck which made it difficult to remove. There were no adverse pt effects and the doctor did not need to take any interventional action.